Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. Upon interrogation, unacceptably high pacing lead impedance on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable pre- and post- operation.